Manufacturer narrative:
A field service engineer from quest medical will travel to the account to investigate the alleged issue and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that while delivering cardioplegia during a procedure, blood was backing up into the crystalloid bag. The console was switched out. There were no reported patient complications.

Manufacturer narrative:
Evaluation of the console showed that a barely tightened sem screw was protruding under the full covered boot, preventing the door from closing properly. All sem screws were tightened and silicone was used to re- seal the boot. The console was then tested and it passed all functional testing.